Event description:
Reporter stated that customer received the following results on two different meters within 2 minutes: 196 mg/dl (aviva) and 418 mg/dl (mobile). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva system.